Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on insulin pump were not working. The customer had to repress buttons and repositions fingertip on the button in order to get a response and proceed to the next screen. The customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was able to clear the alarm, however all buttons were not worked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.